Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient presented to the hospital due to feeling symptoms related to cardiac arrhythmias. An interrogation of the patient's implantable cardiac monitor (icm) was completed and t-wave oversensing (twos)/ intermittent undersensing was observed as well as noise. The icm remains in use. No patient complications have been reported as a result of this event.